Event description:
It was reported to philips that the system was unable to do x-ray.the system was in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.